Manufacturer narrative:
One device was received for evaluation for the complaint that the device had "cassette not attached" error and was showing error code 46440. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The reportable issue was duplicated, and the probable root cause was the faulty dso. After the dso was replaced and calibrated the error code was cleared and the pump passed functional and accuracy testing.

Event description:
It was reported that the device had "cassette not attached" error and was showing error code 46440. The event occurred during preventive maintenance inspection and there was no patient involvement.